Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. Upon review, it was noted that the shock impedance has been low since the device changeout. The plan is continuing to be monitored. Currently, the product remains in service and no adverse patient effects were reported.